Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remaining battery longevity of the cardiac resynchronization therapy defibrillator (crt-d) decreased faster than anticipated. The crt-d remains in use. No patient complications have been reported as a result of this event.